Manufacturer narrative:
The reported event of separation failure was not confirmed. Final analysis found no anomaly on the helix. Analysis returned normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for leadless pacemaker (lp) system implant. During the procedure, it was found that the patient's right ventricular lp failed to be separated from the catheter both while in the body and after removal. The procedure was completed using an alternate pacing system on (B)(6) 2024. The patient was stable.